Event description:
It was reported that the catheter balloon burst right after placement. The event happened a second time after placement, but in route to the operating room for the patient's procedure. Both catheters were the same catalog number, the same lot number, and both events happened to the same patient. Per additional information from the ibc via email 18feb2020, there were no missing pieces to the burst balloon.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿burst balloons¿. A potential root cause for this failure could be "wall thickness too thin". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon burst right after placement. The event happened a second time after placement, but in route to the operating room for the patient's procedure. Both catheters were the same catalog number, the same lot number, and both events happened to the same patient. Per additional information from the ibc via email 18feb2020, there were no missing pieces to the burst balloon.